Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was replaced due to high impedance and high thresholds. The measurements increased after the patient fell from a roof.

Event description:
On (B)(6), 2010, the sense/pace portion of the lead was capped and replaced. The defib portion remains functioning.

Manufacturer narrative:
This MDR should be retracted/deleted due to an incorrect serial number. The correct serial number is (B)(4) which was already submitted on the (B)(6) 2010 report under MFR. Number 2017865-2010 -03620 with a follow-up report submitted on (B)(6) 2010.